Event description:
It was reported that the user experienced progressive hyperglycemia while using the ilet system after performing a full set change; the user announced multiple fake meals attempting to correct, exercised, and later performed additional site and supply changes including relocating the infusion site from the abdomen to the thigh, after which glucose levels trended down. Symptoms included hyperglycemia with a maximum reported value of approximately 370 mg/dl and an upward trend. Outcomes included no alarms, no hospitalization, and resolution of glucose levels following site and supply changes and education. Investigation included troubleshooting education, guidance to verify with fingerstick, site rotation counseling to avoid scar tissue, and follow-up calls. Investigation of this case revealed a probable infusion site or supply issue affecting insulin delivery, compounded by inappropriate use of meal announcements that interfered with algorithm performance; the issue resolved with complete supply replacement and site relocation. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcements and suboptimal infusion site selection leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.